Event description:
A user facility reported that a dialysate leak occurred one hour and sixteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was noted as being an external leak. The leak was visually observed outside the dialyzer housing. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was noted as minimal as the patient¿s blood was returned. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.